Event description:
Customer reported automatic qc (aqc) results were out of range when reviewed. Customer also reported that the operator ran patient samples even though the qc results were out of range. There was no report of injury for this event.

Manufacturer narrative:
Patient results were generated even though the quality control results were out of range and patient results shouldn't have been generated. Instrument is performing as intended.